Event description:
Event description guidant received information that this ventricular lead (model 4087) had loss of capture 2 weeks post-implant. During an invasive procedure, the lead was found dislodged. The physician observed that there was a small break in the insulation near the tip of the lead. The atrial lead (model 4086) had micro-dislodgment. When the physician tried to reposition the atrial lead, the helix was unable to extend/retract due to cardiac tissue around the helix.